Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). Same patient as MFR report #: 2134265-2008-01394, 2134265-2008-01395. Same case as MFR report #: 2134265-2011-00640, 2134265-2011-00641. It was reported that following a stenting treatment procedure, experienced stent occlusion. The index procedure treated 3 lesions. The first lesion was a 2.1x26.4mm, 100% stenosed target lesion located in the proximal right coronary artery (rca). Treatment utilized pre-dilation with two balloons, a 2.5x30mm being the maximum sized balloon at 8 atm's and placed a 3.0x32mm taxus express2 stent. The second lesion was a 2.1x26.4, 100% stenosed target lesion located in the mid rca. Treatment utilized pre-dilation with two balloons, a 2.5x30mm being the maximum sized balloon at 14 atm's and placed a 2.75x32mm taxus express2 stent. These two stents were not overlapping and post dilation was not performed. The third lesion was a 2.8x12mm, 90% stenosed target lesion located in the mid left anterior descending artery. Treatment placed a 3.0x20mm taxus express2 stent at 14 atm's using a direct stenting technique. Post dilation using a 3.25x9mm balloon at 22 atm's was performed resulting in 0% residual stenosis. Post ivus confirmed the stents were well positioned and well apposed. In (B)(6) 2008, stent thrombosis was found in the proximal rca and a 3.0x32mm taxus express2 was implanted. In (B)(6) 2008 and again in (B)(6) 2011, a stent occlusion was found. The patient had no symptoms or effects related to cardiac performance. The action taken was conservative medical management. Per the physician, the event was listed as "possibly related" to the study stents.